Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced intolerable night vision, glare and halos. Additional information was provided that the patient could also see rings. The iol was exchanged for a different model iol with different cylindrical power, in a secondary procedure. Additional information has been requested; however, further information has not been received.